Manufacturer narrative:
Reported event: an event regarding loosening and infection involving an unknown exter stem was reported. The event for loosening was confirmed by clinician review and was not confirmed for infection. Method & results: device evaluation and results: the device was not returned. Visual inspection was performed for the received image of the explant which noted cement mantle on the explanted stem. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, " re pi - (B)(6) which represents a female patient, dob (B)(6) 1941 described as 153 cm tall and weighing 45 kg. Her date of implant is listed as (B)(6)2011(approx.) And explant (B)(6) 2020. The event description states: "exeter unitrax stem revised due to loosening ... Infection." Photo of explanted stem with large attached cement mantle. Undated, unlabeled ap x-ray right hip demonstrating cemented proximal femoral arthroplasty with acetabular protrusion, loose stem in varus, fractured cement mantle approx. 1.5 cm proximal to stem tip. No clinical or pmh, no operative reports, no examination of explanted components, no laboratory reports. X-ray confirms loose femoral stem but confirmation of infection or creation of a medical report is not possible based upon the available information. -device history review: not performed as the device was not identified properly. -complaint history review: not performed as the device was not identified properly. Conclusion: it was reported that the patient was revised due to loosening of stem / infection. The available medical records were provided to the consulting clinician for a review which was rejected stating, that photo of explanted stem with large attached cement mantle. Undated, unlabeled ap x-ray right hip demonstrating cemented proximal femoral arthroplasty with acetabular protrusion, loose stem in varus, fractured cement mantle approx. 1.5 cm proximal to stem tip. No clinical or pmh, no operative reports, no examination of explanted components, no laboratory reports. X-ray confirms loose femoral stem but confirmation of infection or creation of a medical report is not possible based upon the available information. The event for loosening can be confirmed but cause could not be determined as insufficient information was available. The event of infection could not be confirmed nor the exact cause of the event determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. H3 other text : device not returned

Event description:
Exeter unitrax stem was revised due to loosening of the stem / infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Exeter unitrax stem was revised due to loosening of the stem / infection.